Event description:
It was reported the bd pegasus yel 24ga x 0.75in qsyte leaked. The patient was hospitalized in the department of hematology and oncology of our hospital due to liver tumors. On (B)(6) 2024, the nurse inserted a closed needle-stick-proof intravenous indwelling needle for intravenous infusion. When using normal saline for exhaust, she found serious leakage from the heparin cap of the indwelling needle, so she removed the heparin cap. , replaced with a three-way cock (manufacturer: guangdong baihe medical technology co., ltd.), no need to re-puncture, and no adverse consequences to the patient. The manufacturer's salesperson has been contacted and the replaced heparin cap will be sent back to the factory for testing.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
DHR review: lot 2276289 is a final product lot for part number 383713. Q-syte subassemblies used in the final lot were built under part number 8004149 and lot 2047830. DHR for lot 2047830 was reviewed. The lot was built, and bulk packaged on qfa line 4 from 3-mar-2022 through 5-mar-2022 for a total quantity of 216,000 units. No deviations were found during the manufacture of the subassembly batch. Risk review: the risk documentation was reviewed. This type of failure has been included and adequately assessed for risk investigation summary: three photographs were returned for evaluation. The first photograph was of the top web of the packaging from the implicated bd pegasus closed IV catheter system. The packaging was labeled with ref: 383713. This information was verified to align with the information recorded in the complaint file. The second photograph was of the bottom side of the unopened packaging. The printed lot number was 2276289. This was verified to align with the information recorded in the complaint file. As the device was in the sealed packaging, it was unused. The IV catheter system appeared unremarkable to gross visual observation; no damage was apparent on the sample. The q-syte on the extension tubing adaptor had been circled in the photograph. The third photograph was of the q-syte removed from the extension tubing adaptor and placed in a clear plastic bag. No residual material was seen on the device. No damage to the adaptor was apparent in the photograph. This complaint is unconfirmed as there were no distinguishing features visible in the returned photographs that could aid in confirmation of the event or identification of a specific root cause. Potential causes of a leak in the q-syte could include an incomplete or incompatible connection with the auxiliary device, leakage due to an angled insertion or removal, damage or cracks in the q-syte due to over-tightening the connection, a damaged septum due to use or manufacturing, an improper manufacturing split in the valve, misorientation the top body and septum, damage to the top or bottom body, or an incomplete weld between the top and bottom bodies. Investigation conclusion(s): the complaint of ¿leakage at adapter tubing junction¿ was not confirmed. Probable root cause(s): a root cause cannot be determined without a confirmed defect.

Event description:
No additional information provided.